Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that every time they came on ablation, the force reading would "shoot up" to 60 grams of force on the carto 3 system. The reporter stated that it was confirmed with intracardiac echocardiography (ice) that there was not a lot of pressure being placed on the posterior wall by the catheter. The physician immediately came off ablation when he saw the issue. The catheter was re-zeroed without resolution. The cable was replaced but the issue persisted. The catheter was replaced, and the issue was resolved. The procedure continued. It was also reported that the ngen generator would shut off and display a stop reason of temperature slope too high. There were no errors displayed on the carto 3 system or the ngen generator. The temperature max was not exceeded. They moved the qdot catheter around, but the issue persisted. The qdot catheter was pulled out of the body to confirm the catheter was flushing properly. The qdot catheter was fast flushed and inserted back into the patient. The reporter stated that 2 lesions were performed and then the issue reoccurred. The qdot catheter was pulled out of the body and flushed, but the issue persisted when the qdot catheter was reinserted into the patient. The tx eco cable was replaced without resolution. The qdot catheter was replaced with an stsf catheter, and the procedure was able to be continued without further issues. No adverse patient consequence was reported. The force and high temperature issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-oct-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 24-oct-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. Also, a temperature and impedance test was performed and no temperature/impedance issues were observed. Then, an irrigation test was performed, and all holes were permeating adequately. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The force and high temperature issues reported can be confirmed, as the hole in the pebax could have affected device's performance. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: ¿do not use excessive force to advance or withdraw the catheter when resistance is encountered. ¿do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).